Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) displayed a failure alarm overheating .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the reported issue. The fse verified error 77 in the logs, which indicated a failure in vacuum performance. The fse replaced the muffler, compressor, and temperature sensor as a precautionary measure. The unit passed all safety and functional tests and was returned to the customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a.

Event description:
It was reported that during a routine check before use, the cardiosave intra-aortic balloon pump (iabp) displayed a failure alarm overheating . There was no patient involved.

Manufacturer narrative:
Corrected data: h6 (clinical and impact code). Updated data: e1 (initial reporter and email).